Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v814841, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative was reported the device system was removed due to a wound infection; the device was going to be replaced in the future. Symptoms included swelling and soreness. The physician believed the remicaid injections had compromised the immune system. The issue resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.